Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3998, lot# v342014, implanted: (B)(6) 2011, product type lead; product ID 74002, lot# n267640, implanted: (B)(6) 2012, product type adapter; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient has had trouble turning their implant on the last couple of days prior to the date of the report. It was further reported that on the morning of the date of the report the patient got the doctors face with 006 error code. It was noted that the patient had not spilled anything sticky on it. The patient then tried to use their patient programmer and it worked fine. The patient was informed that if a button is pushed too long it can give the 006 error code. The patient¿s settings also reportedly had changed from 6.2 where they had it. The patient was informed that the implant will bring up the last settings that it memorized. The patient programmer was reportedly working at the time of the report and the actions resolved the reported issue.